Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the complaint, the pump's history showed multiple low battery and replace battery alarms. The battery compartment was found to be cracked and the battery cap could not fully tighten on due to the cracked battery compartment. Evidence of moisture was found in the battery compartment. The pump was tested for 24 hours with no alarms or power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.